Manufacturer narrative:
Additional information h3, h6 and h10: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed upstream occlusion during infusion. The patient was on a "heparin gtt and required blousing and dose increases". Although the pump was reading that it was infusing, drips were not falling, and the bag was almost full. The pump, tubing, and heparin bag were exchanged to complete therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.